Event description:
Event verbatim [preferred term] one heat wrap had damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer or other non hcp. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported one heatwrap had damaged heat cells where the content leaked. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Product investigation report received which stated there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Follow-up (12nov2019): new information reported from product quality complaints includes severity of harm and potential device malfunction. Company clinical evaluation comment: based on the available information, the patient reported " one heat wrap had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported " one heat wrap had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.

Event description:
Event verbatim [preferred term] one heat wrap had damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer or other non hcp. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible andwendung) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported one heatwrap had damaged heat cells where the content leaked. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Product investigation report received which stated there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The following investigation results were provided by product quality complaints: this investigation was conducted for an unknown lot number of flexible use xl 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (12nov2019): new information reported from product quality complaints includes severity of harm and potential device malfunction. Follow-up (18nov2019): new information reported from product quality complaints includes: investigation results. Previously reported suspect product thermacare lower back and hip was amended to thermacare fuer flexible anwendung. Follow-up attempts are completed. No further information is expected., comment: based on the available information, the patient reported " one heat wrap had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. A causal relationship between the device and the event cannot be ruled out. This is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number of flexible use xl 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
One heat wrap had damaged heat cells where the content leaked. Device leakage, . Case narrative:this is a spontaneous report from a non-contactable consumer or other non hcp. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported one heatwrap had damaged heat cells where the content leaked. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported " one heat wrap had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported " one heat wrap had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.